Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2022-16534, 3006705815-2022-16533. It was reported the patient went in for an scs replacement and the procedure was abandoned due to infection. The infection resolved over time. Patient is to follow-up with physician as the next course of action.